Event description:
The affiliate reported a customer who alleged that some cracks were found at the tip of a scope after being processed using disopa with unk unit. Per affiliate, the device was not used on patients.

Manufacturer narrative:
Damaged device.